Manufacturer narrative:
(B)(4). Concomitant medical products- unknown versys fiber metal midcoat stem, unknown liner, unknown head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02453 and 0001822565-2018-02455. Reported event was confirmed by review of x-rays provided. X-ray review states that acetabular cup lateral angle of inclination is excessively steep at approximately 53°. Radiolucency was observed at the medial inferior acetabular cup metal bone interface (charnley zone 3) and radiolucency at the inferior acetabulum. The femoral head component is located eccentrically within the acetabular cup in a superior direction, consistent with polyethylene liner wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip revision arthroplasty 15 years post implantation due to femoral stem loosening. The acetabular components were also removed due to their position. Attempts have been made and additional information on the reported event is unavailable.